Manufacturer narrative:
Concomitant medical products: kdr901 ipg, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were capped and replaced due to an unknown failure. No patient complications have been reported as a result of this event.